Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during incoming inspection at the distributor's warehouse of a 8.0 x 80 mm absolute pro vascular consignment return, the inner pouch was found to be damaged, a hole was noted in the pouch which compromises device sterility. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported packaging damage was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported packaging issue. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.